Event description:
Customer reported that on (B)(6), 2012 she received an e-6 message on the display of her adc blood glucose meter. Customer further reported that due to this she could not test and noted her glucose went up, she experienced being "thirsty", had "headaches" and was "going to the bathroom". Customer self-presented to her healthcare provider and received a laboratory result of 175 mg/dl. Customer was diagnosed with hyperglycemia and was given a new, not previously prescribed medication, "gealubus". Customer denied self-treating. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: while troubleshooting with customer service it was revealed the date/time was not set to the correct date. If the meter is not set to the correct date, it may read the test strip as being expired. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (60134) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.